Event description:
It was reported by a surgeon that a patient underwent a sling procedure on an unknown date. During the procedure, the plastic sheath may have been left in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Plastic sheath left in patient. Conclusion: the device information for use states, "when the tape is in position, remove the plastic sheaths that covers the mesh."